Event description:
This is report 2 of 3. This is a report of peritonitis in a patient coincident with dianeal and extraneal therapy. Action taken with dianeal and extraneal therapies were not reported. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was still in the hospital and was recovering from this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). A batch review was conducted for the potentially associated lot number gd893875. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).